Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Field service cleaned various components and replaced the load/unload diverter and wash zone 1 manifold and valves. No further issues were noted after the service call. The manifold and valves were not available for return. Review of data for part numbers 7-96176-05 and 7-77612-03 show the parts are replaced as part of preventive maintenance, as a precaution/proactive, or to address results or fluidics issues. No adverse trends were identified for the parts based on the data review. Based on the available information, a deficiency was not identified. There is no evidence that reasonably suggests a malfunction occurred. The wash zone manifold and valves are recognized in current labeling as probable causes for erratic results. The issue was resolved through standard troubleshooting procedures.

Event description:
The customer observed total b-hcg imprecision on architect i2000sr serial number (B)(4). A patient sample that initially tested positive at 48 miu/ml retested negative at <1.2 miu/ml twice. Qualitative testing using an alternate method was also negative. No adverse impact to patient management was reported.